Event description:
It was reported that during initial vns implant surgery on (B)(6) 2014, the vns patient experienced bradycardia when system diagnostics were performed outside of the generator pocket. The patient experienced asystole when system diagnostics were performed inside the generator pocket. A third diagnostic test was performed during the surgery. The surgeon determined that the patient¿s heart will be monitored for 24 hours following surgery. Further follow-up revealed that the patient did not have a prior history of cardiac events. There were no triggers prior to the event. The patient was under general anesthesia. The patient did not have an abnormal vagal anatomy. The physician stated that the event was related to stimulation. The patient¿s device had been programmed on. The patient did not have any issues following the event.

Event description:
On 5/11/16 operative notes from the patient's surgery on (B)(6) 2014 were received for review. The notes report that after passing the lead, it was then wrapped around the vagus nerve as indicated by the manufacturer, starting with the tether, followed by the positive and negative leads, respectively. The lead was then connected to the generator and tested. Bradycardia was induced. The surgeon stated it appeared to be functioning fine in terms of the interrogation with information found in the chart. After testing, the coil was left in the lead to make sure there was enough play and the tie-downs were used to secure the lead in good position in the neck. The generator was placed in the pocket and secured using 2-0 silk. The generator was again tested and the patient went into asystole on stimulation. The surgeon stopped the stimulation and the patient's rhythm returned spontaneously. After conferring with the manufacturer's consultant, we again tested at a lower setting and there appeared to be good functioning of the leads without any evidence of bradycardia.